Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer administered a correction bolus to address an elevated blood glucose. The customer's bg level subsequently decreased to 22 mg/dl. Customer consumed carbohydrates to address bg. Reportedly on (B)(6) 24 the customer went to the emergency room (ER). At the time of report the customer could not recall the treatment the customer received while at the ER. Treatment resolved the issue and there was no permanent damage. Customer was discharged from the ER later that same day, (B)(6) 24. System check was performed by tandem technical support and the pump is functioning as intended.